Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert from their device. Interrogation of the device revealed that there was a notification for a high and out of range left ventricular lead impedance. Serial impedances remained stable and in-range. The patient was in stable condition and would continue to be monitored.